Manufacturer narrative:
Weight-race: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm micl 12.6 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022. The lens was reportedly implanted upside down. On (B)(6) 2022 the lens was exchanged for a same model and size lens and the problem was resolved.